Event description:
It was reported that a spectrum infusion pump failed the downstream pressure at 21.69 on different sets in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failing the downstream pressure at 21.69 on different sets" was not reproduced due to ec320 occurring during downstream occlusion testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the reported condition "failing the downstream pressure at 21.69 " was undetermined. Downstream occlusion testing will be performed as part of the release testing. Evaluation determined a bad flex connection on the upper auxiliary caused ec 320. Flex connections will be checked to correct the ec320 condition. Should additional relevant information become available, a supplemental report will be submitted.